Event description:
The reporter states doing meter to hcp meter comparison tests. Rptr's meter read 44 mg/dl, and a hcp meter reading was 99 mg/dl. Rptr states having first tested and gotten 46. An hour later, after eating a meal, retested and got 44. Rptr reported that 5 minutes later a test on a hcp meter (paramedics) was 99. Rptr did not report any symptoms, or give details of hcp test. It was unknown how long rptr's test strips had been open, and rptr did not have supplies for control testing. No harm was alleged. Attempts to contact the reporter have not been successful.